Event description:
It was reported that a revision surgery was performed due to infection.

Manufacturer narrative:
Additional information - MDR 1020279-2016-00074 filed in error. Lot number, expiration date and manufacturer date updated.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved, the complaint could not be confirmed and a root cause could not be determined with confidence. Product was sterilized according to sterilization release documentation from quality control. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. No further actions are required at this time.